Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. The patient reports hey had been vomiting. Once at the hospital the patients pod was removed. The patient was diagnosed with gastroparesis. The patient was treated with intravenous fluids as well as manual shots of insulin. The patient was discharged from the hospital after 6 hours.